Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display central processing unit, software, compact flash card, right hand side membrane and keypad were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, while in standby mode, the unit alarms for a system failure. There was no report of patient involvement.